Manufacturer narrative:
Review of product DHR showed it was manufactured according to relevant procedures, tested before release according to specifications. A lumenis healthcare professional evaluated the reported event details concluding, the probable cause of the reported event to be operator error, a failure on the part of the device operator to follow instructions as described in the device labeling. Furthermore, the expert concluded "operator error base on treating skin type v without a sufficient test spot and waiting the recommended minimum of 72 hours." A review of device label states: warning - perform test spots on patients and assess skin response before performing a full treatment. Side effects may not develop until several days following exposure. Test spot prior to treatment to determine the maximal tolerated dose for untanned skin types I-IV, wait at least 15-30 minutes after the test spot to observe tissue reaction. For skin types v-vi and acceptable tanned skin, wait at least 48-72 hours after test spots to observe tissue reaction. Always allow adequate time between test spot and actual treatment. Based on the new information, lumenis is changing in block accordingly.

Manufacturer narrative:
Lumenis investigated the reported event by contacting the foreign distributor to obtain patient information, treatment settings, and patient photographs. The foreign distributor provided the treatment settings, partial patient information and photographs. The foreign distributor stated the subject device was tested and found to meet manufacturer performance specifications. No report of subject device malfunction was received from the distributor. Subject device malfunction is not the suspected cause of the event reported. A lumenis healthcare director is in the process of reviewing the reported event details and patient photographs. A follow up MDR will be filed when this information becomes available.

Event description:
A foreign distributor reported that one (1) patient sustained a first and second degree burn to multiple anatomical areas following ipl treatment with a lumenis m22 laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility.